Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number provided was incorrect.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 1 and 4 hours on the hip/buttocks area. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by applying a new pod and bolus.